Event description:
Went to rotor for exposure for a chest x-ray on a patient. The patient coughed so I kept rotoring thinking the patient would be able to recover in time for a nice big breath exposure. But that is when I heard a pop for the x-ray tube. I attempted to take an exposure but no image was acquired so I swapped out the portables to complete the exam. When I came back after finishing the exam that's when I noticed the burning electrical smell as well as [name redacted], who then prompted to assist/ guide me through handling the situation.